Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, or if any additional information becomes available, a follow-up report will be filed.

Event description:
Baxter (B)(4) received a report regarding one reconstitution device. The customer reported that this device was used to mix angiomac with 50 ml of saline and leaked. The customer reports that this creates potential harm to the patient as the dosage given cannot be guaranteed due to leakage. The problem is noted during use; however, there is no report of patient injury, involvement or medical intervention. Customer follow-up found that the customer was previously used a different baxter product, but only experienced issues when they were forced to use this product due to a back order of the other. The customer continues to use this product. There is one sample reported to be available for evaluation. The customer reports that they have had issues with approximately 12 other units.

Manufacturer narrative:
(B)(4). Evaluation summary: two reconstitution devices, a bag, and a vial were received for evaluation. Visual inspection was performed, and no defects were observed. The reconstitution devices were attached to the bag and to the vial and reconstitution was performed; no leaks occurred. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review cannot be performed since there was no lot number provided.